Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient needed a corneal suture to close the wound.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens (iol) implant surgery, a patient experienced a residual refractive error. The lens was exchanged for a different lens two (2) months after initial implantation. Additional information has been requested.